Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A purchasing assistant reported inconstant biometry during an exam. Consequently, the pt had a myopic outcome in the right eye following cataract surgery. The target refractive outcome was -0.50 diopters.